Event description:
Event description guidant/crm received information that the rate sensing portion of this endotak dsp lead was capped, due to oversensing. The lead is fractured behing the connector. The high voltage portion of the lead remains active, and a new guidant rate sensing lead was implanted without issue.